Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. Console logs from the reported day of event are consistent with complaint and show three occurrences of placement signal not reliable alarm, two of them self-resolving. Lt/rt log data indicates that during the placement signal not reliable (psnr) condition, signal-to-noise ratio was low and contrast had unrealistic values oscillating between -3000 to +3000, which is consistent with momentary loss of light. Pump was not returned for investigation; however it¿s been concluded that the issue was most likely related to the console. Console was not sent in for this investigation but had been later investigated under for the same failure mode, which concluded that optical bench was defective. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that a placement signal not reliable error appeared during impella 5.5 support. The audio was disabled and support with the implanted pump was maintained. Care was eventually withdrawn, and the patient expired.